Manufacturer narrative:
Evaluation narrative - three fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of lot 50573144 showed no ts or suture remains on the insertion needle. No ts or suture were returned. The depth limiter has also been removed from this device. The actuator is in the post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Further investigation is not warranted at this time. Device evaluated by the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, the device failed during the deployment of the second needle. The first needle deployed without any problem. When the surgeon was deploying the second needle, the needle got caught on the plastic sheath that is around it. A backup device was available to complete the procedure. No patient injury or complications were noted post operatively.